Event description:
It was reported that a pump did not pass flow rate accuracy tests performed by the customer. The device was programmed to deliver 50ml of fluid and delivered between 42-46ml each test.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within specification. The customer stated that during one flow rate test, the device was programmed to deliver 50ml of fluid, and 46.69ml were delivered. The customer did not provide any additional test results, and it is unclear whether flow rate inaccuracies of greater than 10% occurred. At this time, the date of event is unknown.